Manufacturer narrative:
H.10: through follow-up communication with the customer livanova deutschland learned that the resistors on the distribution board were damaged due to the defective electronics of the pumps. The defective electronics of the pumps led to the reported error code and to the distribution board damage.

Event description:
See initial report.

Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He found that the distribution board had a burnt resistor thus he replaced the board but the issue still persisted. He replaced both patient pumps and the stirrer motor and the issue could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message on the patient side after the procedure. There was no report of patient injury.